Event description:
It was reported the subject device lost connection while working and would not re-establish power/connection. The issue occurred during while the device was being tested, before any procedure started. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the findings is component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device lost connection while working and would not re-establish power/connection. The issue occurred during while the device was being tested, before any procedure started. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.